Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level was 700 mg/dl. Reportedly, the customer addressed their bg with a correction bolus via the pump. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.